Manufacturer narrative:
One used product was received for investigation as well as photographs of the product. The photos show a device with evidence of torn, damaged neck flange with flange eyelets attached to a velcro material and the device with evidence of the cuff airway piece slightly detached from the neck flange. Visual and functional testing was performed. The item was submerged in water to identify any holes in the cuff area or gaps in adhesive that may have led to the cuff deflation reported by the complainant; however no leakage was noted during evaluation despite the observed damage. Of note, the customer photos display use of velcro instead of the supplied twill tape to secure the neck flanges on the devices. It is not possible to determine how the device became damaged, however if the tube does come into contact with a sharp material, such as velcro, it is possible to cause a tear which can propagate further during use. Based on the device analysis, the complaint cannot be confirmed as a manufacturing nonconformance, but is highly probable to have been caused by a variation in user technique. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the customer has an additional custom trach that had broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.